Event description:
Our affiliate is reporting that during an unknown arthroscopic procedure with the use of a vapr s90 electrode, it was observed that there where some particles emanating from portion of the distal end into the patient's joint space. It is not know if all of the debris was able to be removed from the patient's body. (Questions out to the affiliate for clarity and further detail).

Manufacturer narrative:
We are at this point in time awaiting the receipt of the complaint device and are gathering information towards understanding the issue and getting to the root cause for the reported problem. When all of this is done, the results will be posted in the follow up report.